Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 08 mg/dl. The customer's blood glucose was 350 mg/dl at the time of incident and other 250 mg/dl. The customer did experienced the symptoms such as bleeding and unconscious. The customer was treated by manual injection. Troubleshooting was done for low blood glucose. Customer report customer did not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.